Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat compression fracture at l2 and l5. During inflation, the balloon ruptured, around 250 psi. The balloons looked sheared. Though it appeared that the pieces stayed in tact, it was difficult to remove the balloon from the cannula. It was caught on the end so entire cannula was removed. Cannula was reinserted for cement delivery. The case was successfully completed and no patient symptoms or complications were reported as a result of this event.